Manufacturer narrative:
Investigation results received on 03/07/2011. Evaluation summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (nitric oxide) readings. The internal ribbon cable was replaced and it was confirmed the fluctuating monitored nitric oxide readings stopped and were corrected. It is important to note that the monitored nitric oxide level would be fluctuating in this case and not the actual nitric oxide delivered.

Event description:
On (B)(6) 2011, a respiratory therapist reported fluctuating nitric oxide (no) monitored values on the inomax (B)(4). The device was alarming "high no (nitric oxide) / low no (nitric oxide)" while on a patient. The rt stated there was no impact to the patient and no adverse event occurred. Ikaria technical support was contacted; however, the issue could not be resolved. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.